Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had a ventricular fibrillation episode due to far p-wave oversensing and caused inappropriate anti-tachycardia pacing. Programming changes were made. The patient was fine.